Event description:
The patient was in the or for an endoscopic retrograde cannulation of pancreatic duct (ercp). When the md and staff attempted to use the fluoroscopy, the monitor screen remained black. The radiology tech and staff were unable to get the monitor to show a picture despite troubleshooting efforts. Biomed was contacted and also was unable to get a picture on the screen. The md decided to stop the procedure at this point and use a c-arm to obtain the pictures he needed. The biomed staff examined the equipment after the patient was out of the room and discovered that the on/off button was on the side of the monitor and was leaning on another piece of equipment, thereby turning the unit off. All of the connections, power cords, and video cables were checked and were in working order. The monitor was turned on and was operational. The staff suggested that the manufacturer consider placing the on/off switch on the front of the monitor rather than on the side. No patient injury resulted.